Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture. The capture threshold was 5.0 v, 1.5 ms in unipolar and 3.5 v, 1.5 ms in bipolar con- figurations. The ventricular output of t he patient's pulse generator was increased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.